Manufacturer narrative:
Result: damaged/cracked siderail and footboard panels with sharp edges exposed.

Event description:
It was reported by service report that the siderail panels and footboard modules were damaged. It is unk if there was pt involvement or adverse consequences to report.